Event description:
It was reported that this penile prosthesis is not performing as expected as the patient is experiencing difficulties when having sexual intercourse due to the device is curved and is not rigid enough. The device remains implanted, and no further details were provided.

Manufacturer narrative:
B3 date of event, unknown, used the first day of the aware month.

Manufacturer narrative:
B3 date of event, unknown, used the first day of the aware month. Correction: MFR site facility name g1 updated to correct information.

Event description:
It was reported that this penile prosthesis is not performing as expected as the patient is experiencing difficulties when having sexual intercourse due to the device is curved and is not rigid enough. The device remains implanted, and no further details were provided.

Manufacturer narrative:
B3 date of event, unknown, used the first day of the aware month.

Event description:
It was reported that this penile prosthesis is not performing as expected as the patient is experiencing difficulties when having sexual intercourse due to the device is curved and is not rigid enough. The device remains implanted, and no further details were provided.